Event description:
The customer's father reported via phone call that the insulin pump alarmed power system error three times within a short period. The customer's blood glucose was unknown. The customer's father explained that he was no longer able to press anything on the insulin pump. The customer stated there was no significant event leading to the alarm. The customer was advised of the alarm and advised that the insulin pump needed to be replaced. The customer was advised that their insulin pump would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.